Event description:
The account alleged that a pt was pulling himself up in bed by grabbing both intermediate siderails and one of the intermediate rails dropped. The pt was fully in bed and there was no incident.

Manufacturer narrative:
The tech inspected the bed and found the siderails were tilted in on the top due to bent siderail mounting brackets. The latches were contaminated and the siderails were in generally poor condition. The tech cleaned and lubed the latch pin and could get the siderail to latch. The facilities maintenance does not have a preventive program and the siderail will need to be rebuilt to completely repair the bed. The totalcare bed system service manual states: hill-rom recommends semi-annual preventive maintenance for the bed. Test the siderail for proper latching. When the siderail is latched, an audible click should be heard. Gently pull on the siderail to make sure its latched properly. If latching is difficult, make sure that the latch is clean, and inspect for obstructions. If wear is found, replace the latch components.